Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the jaw became detached on the vasoview hemopro 2. Nothing fell into the pt. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for lots 25107889, 21509081 and 25109235 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. (B)(4).